Event description:
It was reported that the right ventricular (rv) lead had noise on the rv channel and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had noise on the rv channel and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable and oversensing due to non-physiologic signals/sic (sensing integrity counter). There was one patient alert for lead failure predictor on 08-jul-2013. Five ventricular non sustained episodes less than or equal to 190 milliseconds (ms) between 08-jul-2013 and 09-jul-2013. There were five lead failure predictor (lfp) high rate non-sustained (ns) episodes with an average ventricular cycle of less than or equal to 217 ms on 08-jul-2013. Daily pace lead data shows varying impedance for ventricular pace bi impedance equal to 494 to 703 ohms range between 07-jul-2013 and 11-jul-2013. Ventricular short interval count (vsic) equal to 35 counts, in 0.93 day between 11-jul-2013 and 12-jul-2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.